Manufacturer narrative:
Additional information received on (B)(6) 2007: global ptc # (B)(4) results: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial report received on (B)(6) 2007 and f/u received on (B)(6) 2007: a ptc (product technical complaint) has been initiated for this report: global ptc # (B)(4) and local ptc #(B)(4). This report involves a (B)(6) female pt who was administered sculptra (poly-l-lactic acid) (therapy dates not provided). Medical history and concomitant medications were not indicated. On (B)(6) 2007, the pt's physician informed us that the pt started using sculptra and presented with nodes in her face, principally in the left malar and mandible region six days ago. She said she diluted the product in 7ml of saline solution and added double the quantity of saline solution to the application in the pt's neck. The physician applied 0.2 ml in the left and right side of the pt's cheek, 0.8 ml in her nasolabial fold (left and right side), 1.2 ml in the mandible region (left and right side) and 1.5 ml diluted in 1.5 ml in her neck. She did not use lidocaine in the reconstituting. The reporter's causality assessment was not provided.